Manufacturer narrative:
2/17/1998-supplemental report # 1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a lap chole procedure. Reportedly, the safety shield on the instrument would not retract. No pt injury reported.